Event description:
It was further reported that a 3.00x32mm taxus liberte stent was deployed in the left anterior descending artery (lad) rather than a 3.00x24mm taxus liberte stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure stent thrombosis occurred. The 100% stenosed target lesion was located in the 3.0x28mm proximal left anterior descending artery (lad). The lesion was predilated then a 3.00x24mm taxus liberte stent was deployed in the lesion at 12 atms for 30 seconds. Ivus was performed and it was noted that the stent was well positioned and apposed in the lesion. The patient was put on aspirin and clopidogrel and was discharged from the hospital ten days later. Nine months later the patient returned for a follow up appointment and thrombosis was confirmed in the previously deployed taxus liberte stent. Treatment was not performed on the thrombosis as the patient was asymptomatic and there was timi 3 flow. It was noted that the patient had discontinued use of antiplatelet medication at her own discretion. The patient was discharged from the hospital two days later.